Manufacturer narrative:
Additional information was provided and reports there was no incision enlargement, no vitrectomy and no sutures were required. The lens was replaced with a model zct150 lens. The event occurred on the right eye of female patient, date of birth (B)(6) 1946. Lens implant date was (B)(6) 2016, explant date was actually on (B)(6) 2017. No patient post-op injury was reported. No further information was provided. Age/date of birth: (B)(6) 1946. Gender/sex: female. Date of event: (B)(6) 2017. Section d6: if implanted; give date: (B)(6) 2016. If explanted; give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/08/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had rotated 30 degrees. The lens was then explanted. No further information was provided.